Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, there was an "activation has been interrupted" message on the integrated electrosurgical unit erbe. The technical service engineer (tse) confirmed error c-34 in the system logs pointing to the erbe. The customer stated that the procedure was completed robotically using a vessel sealer extend instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.